Manufacturer narrative:
(B) (4). The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer complained of feeling dizzy with a headache and self treated with juice. There was no report of death, serious injury or third party medical intervention.